Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. Tissue and char buildup was observed on the jaws. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was confirmed for ¿plate separated from jaw-bent/detached heater wire¿. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 wire in the jaws came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. The metal wire was lifted off the jaw when the package was opened. This was reported on monday as complaint number (B)(4) but I was asked to submit another because 2 devices were affected...same lot, different date. But they were reported to me at the same time. Sorry about the confusion.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 wire in the jaws came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. The metal wire was lifted off the jaw when the package was opened. This was reported on monday as complaint number (B)(4) but I was asked to submit another because 2 devices were affected. Same lot, different date. But they were reported to me at the same time. Sorry about the confusion.